Event description:
A (B)(6) old female pt contacted zoll customer support to report a battery pack that would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. The cause of the battery faults was a corrupt benchmarq (B)(4) gas gauge chip u3. The root cause of the faulty chip appears to be random component failure. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.